Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the customer had a console that displayed an s1 error. The biomed engineer tried restarting and disconnecting the flow probe and motor but the error persisted. The unit is returning for evaluation and repair.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a s1 alarm was confirmed. The centrimag 2nd generation primary console (serial #: (B)(6) was returned for analysis and a log file was downloaded for review. A review of the downloaded log file showed events intermittently spanning approximately 34 days (intermittent days between (B)(6) 2020 ¿ (B)(6) 2021 per time stamp). Events occurring on (B)(6) 2021 and after took place during lab testing at abbott. Throughout the log file, following startup of the console, the sub fault ¿sf_sps_power_button_inconsistent¿ would activate triggering a ¿power on self test fail: s1¿ alarm. This sequence of events occurred following the console powering on between 16jan2021 at 04:33:40 ¿ 18feb2021 at 15:01:52. There were no other notable alarms active in the log file. The centrimag 2nd generation primary console was returned for analysis. The console was powered on and a s1 alarm activated during the self-test, confirming the reported event. The console was inspected, and it was determined that there was an issue with the on/off power button. The on/off power button was replaced with a new one, resolving the reported event. The console was functionally tested and passed all tests. The console was returned to the customer. The root cause for the reported event was conclusively determined to be due to an issue with the on/off power button during the investigation there was an incidental finding of an system alert: s3 alarm. The device history records were reviewed for the centrimag 2nd generation primary console (serial #: (B)(6) and the console was found to pass all manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual (rev. 11) section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual (rev. 11) section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual (rev. 11) section 12.1 entitled "appendix I ¿ primary console alarms and alerts" contains a list of console alarms and alerts, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.